Event description:
A universal handswitch was sent for service and it ran without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the device running without activation was attributed to a loose run/safe switch.